Event description:
The hub of the 2.75 x 23mm cypher select plus stent was noted cracked. The procedure was completed with another cypher select plus stent. There was no pt injury. No anomalies were noticed when the device was taken out of the package. The device was not resterilized. The device was prepped according to IFU. The device was not used in the pt.

Manufacturer narrative:
This device crb 23275 (lot 14034590) is distributed outside the united states; however, it is similar to the united states product cxs 23275. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.